Manufacturer narrative:
Calibration was acceptable. Qc was acceptable. The alarm trace data showed reagent warning level and sample short alarms. The instrument data provided suggests issues with the assay cup mixer, magazine drawer, and the tip/cup gripper. Many sample foam detection alarms were observed. A general reagent issue can be excluded as calibration, and qc were acceptable. Single false reactive results can occur and are covered by the specificity claim of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned positive results for 3 patient samples tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 801 analytical unit. Patient 1 result from the e801 analyzer was 20.2 mui/ml (positive). On (B)(6) 2025, the result from a new sample on the e801 analyzer was 20.1 mui/ml (positive). On (B)(6) 2025, the results from the vitros and abbott methods were < 8 ui/ml (negative) and <8 ui/l (negative), respectively. On (B)(6) 2025, patient 2 result from the e801 analyzer was 24.2 miu/ml (positive). On (B)(6) 2025, the result from a new sample on the e801 analyzer was 25.1 miu/ml (positive). On (B)(6) 2025, patient 3 result from the e801 analyzer was 16.4 mui/ml (positive). On (B)(6) 2025, the result from a new sample on the e801 analyzer was 17.5 mui/ml (positive). Patients 2 and 3 are "children" with no vaccination; therefore, the positive results are not believable. No repeat testing by a competitor method was performed.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).